Manufacturer narrative:
The service provider provided the investigation report on 03/14/2022. The actual device was tested. The pump passed the flow rate testing with a flow rate deviation of -2.61%, which is within the +5% specification. The event log was also reviewed. The event log indicates the infusion was completed. No device problem was identified. The reported issue was not confirmed.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "it didn't deliver all of the medication, bag still had 19ml in it but pump said infusion was complete." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) electric & machinery ltd, (B)(6).